Event description:
During delivery of the vecta 74 and the tenzing 7, resistance was felt in the cavernous ica and the system would not advance further. The system was retracted. Tenzing 7 was removed and an angiogram revealed a dissection of the ica. There was no extravasation. After treating the m1 icad with a des (drug eluting stent), a second des was used to treat the dissection. The patient went home the next day with no symptoms.